Event description:
The customer reported that they were getting hazy/cloudy magnified images. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate an image problem. They will monitor the system with the customer.